Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. D4: batch # u5d12x. H6: component code: packaging (g04094) investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage. Further analysis showed that the packaging contained a psee60a device and inside in it a psee45a device. As part of our quality process, the manufacturing records of this batch and lot were reviewed, and the manufacturing standards were met prior to the release of this batch and lot. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, the operating room nurse was supposed to hand over the 60 mm stapler, but when they opened the package, there was a 45 mm stapler in the 60 mm box. Both the outer package and the protecting paper inside the box stated "60 mm" however a 45 mm instrument was found inside. A new instrument was taken up and the operation continued without any complications for the patient. There was no patient consequence.